Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the guide wire was returned without blood visible and contrast on the center solder and tip coils, consistent with preparation and use in a procedure. The shaping ribbon had separated distal to the center solder and the tip coils had separated distal to the center solder and was not returned, confirming the reported separation. The core was intact. The shaping ribbon was in a corkscrew shape. The entire length of the tip coils distal to the center solder were stretched. There was no other damage noted to the guide wire. Scanning electron microscopy analysis suggested that the shaping ribbon and coil may have been subjected to torsional overload, which may have caused the core to fail and detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. The shaping ribbon was noted to be in a corkscrew shape, indicating the guide wire had been repeatedly torqued while the distal end was trapped. In this case, it was reported that "the guide wire was jailed between the deployed stent and the vessel wall" which most likely led to the reported difficulty to remove the guide wire from the anatomy. Any additional attempts to retract the guide wire in this trapped state would exceed design limits and cause the reported separation. Reportedly, force was used in an attempt to withdraw the guide wire from the anatomy. The instruction for use states: do not jail this device between the stent and the vessel wall. It may become impossible to withdraw this device. If strong forces are applied to this device, it may result in damage or separation of this device. Analysis also noted that the tip coils were stretched, which may have occurred due to the separation. However, the center solder was intact, indicating that the tip was attached properly by manufacturing. A review of the lot history record was performed and indicates that this lot met all the manufacturing requirements. Based on the case description and analysis of the returned product, it appears that the reported separation, difficulty to remove, guide wire tip left in the anatomy and noted guide wire tip damage are due to circumstances during the procedure and not an indication of a product quality deficiency. Manufacturing performs a non-destructive tip pull test on each wire, performs 100% visual inspection by manufacturing of tip coils and performs outer diameter inspection, all prior to packaging. Quality control performs on line reliability test and verified product quality, including visually inspecting a sampling of products after they are secured in the dispenser package.

Event description:
Device issue: separated guide wire tip. Time of device issue: during the procedure. Adverse event: separated guide wire tip remains embedded in patient's vessel. Onset of adverse event: during the procedure. It was reported that the target lesion was located in the distal right coronary artery (rca) / posterior descending artery (pda). The bmw universal ii was engaged in a side branch and a non abbott stent was deployed at the lesion in a manner that the bmw universal ii was between the stent and the vessel wall. An attempt was made to withdraw the bmw universal ii guide wire; however, the wire had been jailed between the deployed stent and the vessel wall. Force was applied to the guide wire during an attempt to remove and the tip (coil) separated. The separated tip (coil) was less than 3 cm in length and it remained between the stent and vessel wall. The procedure was ended with no attempt to remove the separated portion of the guide wire from the patient's anatomy. No additional event or patient information is available.